Event description:
The event occurred in the us. It was reported that plasma leakage was noticed on the hls set. The customer did not see the leak until after the patient was off support which means that the patient was de cannulated and were no longer using the cardiohelp and the disposable was removed. The hls set was not exchanged during use. No harm to any person has been reported. As there was a leakage during patient use a report is required. Complaint (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided, only the lot number of the module is available. Since the module is built into more than one set, the exact UDI number for the set is not available.

Manufacturer narrative:
The event occurred in the us. It was reported that plasma leakage was noticed on the hls set. The customer did not see the leak until after the patient was off support which means that the patient was de-cannulated and were no longer using the cardiohelp and the disposable was removed. The hls set was not exchanged during use. No harm to any person has been reported. As there was a leakage during patient use a report is required. The affected hls set was investigated in the getinge laboratory on 2025-08-27 with the following conclusion: a visual inspection and a tightness test was performed and no abnormalities or leakage were detected. However, it was detected that third-party accessories (sampling line) was used with the hls set. Based on the provided photographical evidence by the customer, the reported failure "plasma leakage" could be confirmed, but no product related malfunction. A exact root cause could not be determined. However, a probable cause could be the used third-party accessories which could led to the reported failure. The production records of the affected product were reviewed on 2025-08-28. According to the final test results, all the modules with lot# 3000433762 and UDI# (B)(4) passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements, design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported product and failure. As stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿. Furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿. And ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿. According to the instruction for use (IFU, hls set advanced 6.0/7.0, hit set advanced 5.0/7.0) it is stated in chapter ¿priming the system¿ it is written not to pre-prime the circuit too early as this could lead to leaks and to not use a device if there are any leaks. Furthermore, it is stated in chapter basic safety instructions "modifications to the device can result in serious injuries to or death of the patient. Do not modify the device.". The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).